Event description:
It was reported that the customer had a blank display and an off no power without a low battery warning. Customer's blood glucose level is 150 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No off no power low battery indicator was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.